Event description:
A malfunction was reported on the customer's pump, specifically attributed to malfunction code 16. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues arose.